Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03301. It was reported, the patient was experiencing painful stimulation. X-rays revealed the scs leads had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which the leads were repositioned which resolved the issues.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).